Event description:
This 68 yr old female had silicone gel mammary prosthesis implantation "25 yrs" ago. The name of the MFR is unk to this reporting facility. The pt denies any problems with the implants, only wishes them removed due to their age. Gross exam: both implants exude their contents through small pinpoint defects. Both capsules had fibronodular thickening with patchy nonspecific chronic inflammation.